Event description:
It was reported the physician attempted to place three leads during an implanted procedure. The pt experienced discomfort and pain during the procedure. The physician removed the leads. The pt's pain and discomfort resolved and he was released. The pt has been referred to a surgeon.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.